Manufacturer narrative:
Eval method: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Ipg initially failed autotest for no output on one of the channels, where the end to a lead had been left in the header. Channel 13 had a protruding spring which made lead insertion slightly more difficult. Other functional testing passed. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
The patient was implanted with his scs system on (B) (6) 2007. It was reported that the patient began experiencing overstimulation, particularly when pressure was placed on the ipg pocket site. The patient's ipg was explanted and replaced on (B) (6) 2009. The explanted ipg was returned to the manufacturer for evaluation on (B) (6) 2009. No further information is available.